Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported no complaint against the device. Lather healthcare professional reported rupture. Later healthcare professional reported no complaint against the device. This record is for the left side. The device was explanted and replaced.